Event description:
It was reported that during a bilateral knee arthroplasty, the tourniquet was leaking air at the connection where the tubing connects to the cuff. This occurred approximately 29 minutes into tourniquet time and just before cementation. Approximately 700-800ml of blood loss occurred. There were no reports that the pt was symptomatic after the blood loss. The pt was taken to the recovery room in stable condition and no medical intervention was required.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.